Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized with pneumonia for a month. The pneumonia was not caused by diabetes but her health care professionals treated her diabetes. The patient's doctors were changing her insulin pump settings which caused blood glucose values as high as 500 mg/dl and as low as 30 mg/dl. The patient's high blood glucose was treated via insulin drip, and her low blood glucose values were treated by drinking juice. Troubleshooting was declined for her hyperglycemia and hypoglycemia. The insulin pump was not returned for analysis.